Manufacturer narrative:
No trend considering the following event is identified: instability. As no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event summary: it was reported that patient underwent unknown hip arthroplasty on unknown date. Subsequently, patient underwent unknown total hip arthroplasty on (B)(6) 2016 due to instability. No further information to report. No medical data such as x-rays, surgical notes or any other case-relevant documents received. No product was returned to zimmer biomet for in-depth analysis, it was requested but not returned by hospital. Root cause analysis: root cause determination using dfmea: loss of connection due to inappropriate design concerning pull-off strength (head/stem) / pull out strength (head/constrained liner) => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Implant damage, compromized implant fixation due to impaction force by assembling head on stem taper => possible: no surgical reports received. Loss of connection due to inadequate assembling procedure => possible: no surgical reports received. Loss of connection, fracture of ceramic head due to particles between stem and head taper => possible: it is possible that particles were between stem and head taper. Conclusion summary: it was reported that patient underwent unknown hip arthroplasty (biolox) on unknown date (right side). Subsequently, patient underwent unknown revision on (B)(6) 2016 due to instability. No further information to report. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. There are possible causes which lead to the reported event: handling issues during the implantation or particles between stem and head taper. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no complete lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta, ceramic femoral head, m, 32/0, taper 12/14 on the right side on an unknown date and the patient underwent revision surgery on (B)(6) 2016 due to instability.